Event description:
It was reported that on 05/19/2010 two xience v stents were implanted in a de novo, proximal, right coronary artery and a de novo, distal circumflex coronary artery. Approximately 18 months later, at a follow-up visit, the patient experienced vasospasms. A functional ischemia study was done with positive test results. Medication was given as treatment and the vasospasms resolved without an adverse patient sequela the same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia, as listed in the instructions for use xience, is a known adverse event associated with coronary stenting procedures. Overall, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.